Event description:
It was reported that a spectrum pump experienced a door latch issue. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of door latch issue through the identification of multiple door not fully latched alarms within the device history log, but could not reproduce it during evaluation. Evaluation found that the upper left mechanism screw was missing, which may cause separation between the front case and mechanism assembly, resulting in door latch issues. The mechanism screws were replaced to correct this condition.